Event description:
The customer contact reported a delay of critical therapy following an alarm condition. At an unspecified time channel a was programmed to deliver an unspecified concentration of norepinephrine, 30mcg/min, at a rate of 56.3ml/hr and channel b was programmed to deliver an unspecified concentration of epinephrine 30mcg/min, at a rate of 225ml/hour and the deliveries were started. No further programming parameters were provided. After an unspecified length of time, channel b alarmed for accumulated air in line. At that time, it was reported that while the nurse was clearing the air from the tubing set, the patient's blood pressure decreased into the 60's, and a code was called. No specific details were provided regarding what medical interventions were required. After an unspecified length of time, therapy was resumed using the same device. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.